Event description:
Customer went to the hospital on three different occasions based on high blood glucose results. Spouse states that on one occasion pt's blood glucose was in the 300's mg/dl. And they were having plan in their back and stomach. They were taken to the hospital and admitted. The nurse tested pt's blood glucose on their device and received a result of 331mg/dl and the doctors device read 78mg/dl. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.